Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas mixer was re-calibrated to resolve the reported issue. (B)(4).

Event description:
The hospital reported that the machine doesn't pass the preoperative procedure in morning. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received confirming that there was no hypoxic mixture caused by the reported issue. This was a calibration issue that is not a reportable malfunction. This event was not reportable. Additional information was received confirming that there was no hypoxic mixture caused by the reported issue. This was a calibration issue that is not a reportable malfunction. This event was not reportable.